Event description:
According to the event description: according to the complainant a patient was being inused with IV chemo (cytarabine) for 1056 milliliters (mls) over 4 hours. The infusion started at 1030 hrs and it was meant to be finished at 1430 hours. At around 1330 there was more volume to be infused (vtbi) than expected. The infusion was the chemo completed at 1600 hours without any complications. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Underinfusion general information: complaint: (B)(4). Information to the sample: model: infusomat space. Article number: 8713050, serial number/batch: (B)(6), software version: l030003, hours of operation: 18380, further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-11-13 were investigated. At 10:34am a new therapy was selected and the infusion started with a rate of 264ml/h and volume of 1056ml about 4 hours. At 13:57pm the infusion was stopped by the customer and the line was extracted. At this time, 889,97ml was infused. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the seal on the lower housing were missing. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,24%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: during the investigation no faults could be detected, to investigate the inside of the judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.